Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted. Surgical intervention addressed the issue.